Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use when issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem that system was not powering on after generator check. Upon functional testing, fse found that reset of the pdu and all the pcs were required and fse reset all of them. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that system would not power on after a generator check. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse reset the pdu and all of the pcs and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.